Manufacturer narrative:
According to the product specification the o2 transfer rate is minimum 45 ml/l at blood maximum flow 7 lpm and gas blood flow 1:1. Customer stated that blood to gas ratio was 1:1. Maquet cardiopulmonary did a calculation with the values which were received from customer: arterial po2 was 305 mmhg, arterial saturation 100%, venous po2 was 39 mmhg, venous saturation 65%, blood hemoglobin value 11.2, blood flow rate 4.6 lpm, blood to gas ratio was 1:1. The following equation has been used (reference lv 009 ¿leistungstest von oxygenatoren¿ version 12). Formula: o2 [ml/l] = (asat - vsat)* hb * 0,135 + 0,033 * (po2 art - po2 ven). Filled out formula with values from customer: o2 [ml/l] = (100-65)*11.2*0,135 + 0.033 (305-39) = 61.7 ml/l. This means at blood flow rate 4.6 lpm the o2 transfer rate was 61.7 ml/l i.e. > 45 ml/l (which is the minimum level at 7 lpm). To calculate the amount of o2 transfer per minute the following equation was used o2 [ml/min]= o2 [ml/l] x blood flow [l/min] = 61.7 ml/l x 4.6 l/min 283.8 ml/min. The o2 transfer per minute was compared with the chart provided in the instructions for use (IFU) art.# 70105.2783, common device name:IFU-us: hls set advanced g-641, version 03, performance data. Thereby the o2 transfer has been within the defined limit. Therefore the failure could not be confirmed and the product performed within maquet cardiopulmonary specification.

Event description:
It was reported that the customer was questioning the performance of the device while the patient was on veno-venous support. Arterial numbers 305 po2, 100%sat, venous numbers 39 po2, 65% sat.hgb 11.2, flow was 4.6 lpm. (B)(4). Additional info received on 21st august 2015: "at a period of time during the 12 day run, yes, the blood to gas ratio was 1:1"

Manufacturer narrative:
(B)(6) 2015 12:34 pm (gmt-4:00) added by (B)(6) ((B)(4)): maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). The device has not been received for investigation. A supplemental medwatch will be submitted when additional information becomes available. Additional information: the product mentioned under section d is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): (B)(4).

Event description:
It was reported that the customer was questioning the performance of the device while the patient was on veno-venous support. Arterial numbers 305 po2, 100%sat, venous numbers 39 po2, 65% sat.hgb 11.2, flow was 4.6 lpm. (B)(4).